Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of hematuria due to recent stenting, arm pain (hematoma), peritonitis (characterized by abdominal pain and cloudy effluent fluid), and an nstemi (characterized by a positive d-dimer and elevated troponin level), which required hospitalization, antibiotic therapy, cardiac catheterization and the replacement of a urethral stent. The patient¿s hematuria and cardiac conditions are byproducts of the patient¿s comorbid conditions and were unrelated to ccpd therapy. However, the etiology of the patient¿s peritonitis is unknown, therefore causality could not be established. Myocardial infarctions and cardiovascular disease are frequent complications in patients on chronic dialysis. Due to the high rate of cardiovascular complications in patients when they initiate dialysis, they are at high risk of encountering a myocardial infarction. Additionally, those individuals undergoing pd therapy (manual or cycler-based) are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler cannot be disassociated from having a possible causal or contributory role in peritonitis event. There is currently no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse event. However, given the lack of causality, timeline of events, and no manufacturer evaluation of the patient¿s device, this clinical investigation cannot disassociate the patient¿s liberty select cycler from playing a possible role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was admitted in the hospital on (B)(6) 2025 due to an nstemi. Medical records revealed the patient presented to the emergency room with right-sided abdominal pain, hematuria, left arm pain, and a recent urethral stent placement (including laser lithotripsy due to stones) for a history of gross hematuria. A urinalysis determined the patient was suffering from a complicated urinary tract infection (bacteria and pyuria present) and right sided hydronephrosis. Additionally, it was discovered that the patient¿s peritoneal effluent fluid was cloudy, and she was diagnosed with peritonitis (cause not provided, treated with unknown antibiotic for 7-days). Hematological studies on admission were concerning due to a positive d-dimer, an elevated troponin (3506) level, and a probable non-st segment elevation myocardial infarction (nstemi). Cardiology was consulted and the patient was started on a high-intensity statin and dual antiplatelet therapy. On (B)(6) 2025, the patient underwent a left heart catheterization and received a drug-eluting stent of the left anterior descending artery with good effect. Additionally, the patient¿s right-sided urethral stent was changed on (B)(6) 2025, and she was treated with a 10-day course of ceftriaxone. The patient¿s hematuria began improving; therefore, the patient was discharged to a rehabilitation hospital on (B)(6) 2025. The patient has continued to undergo ccpd therapy throughout her hospitalization.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was admitted in the hospital on (B)(6) 2025 due to an nstemi. Medical records revealed the patient presented to the emergency room with right-sided abdominal pain, hematuria, left arm pain, and a recent urethral stent placement (including laser lithotripsy due to stones) for a history of gross hematuria. A urinalysis determined the patient was suffering from a complicated urinary tract infection (bacteria and pyuria present) and right sided hydronephrosis. Additionally, it was discovered that the patient¿s peritoneal effluent fluid was cloudy, and she was diagnosed with peritonitis (cause not provided, treated with unknown antibiotic for 7-days). Hematological studies on admission were concerning due to a positive d-dimer, an elevated troponin (3506) level, and a probable non-st segment elevation myocardial infarction (nstemi). Cardiology was consulted and the patient was started on a high-intensity statin and dual antiplatelet therapy. On (B)(6) 2025, the patient underwent a left heart catheterization and received a drug-eluting stent of the left anterior descending artery with good effect. Additionally, the patient¿s right-sided urethral stent was changed on (B)(6) 2025, and she was treated with a 10-day course of ceftriaxone. The patient¿s hematuria began improving; therefore, the patient was discharged to a rehabilitation hospital on (B)(6) 2025. The patient has continued to undergo ccpd therapy throughout her hospitalization.